Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the thread of the shooter did not work as it should, it stripped. Additional information was requested and received. The issue was observed during advancement of the lens in the cartridge. The surgery was completed using backup lens.

Manufacturer narrative:
One opened company handpiece injector was returned for evaluation for the report of a stripped thread. A visual inspection of the intraocular lens (iol) handpiece injector was performed and was found to be nonconforming. The plunger was observed to be bent. A functional thread to barrel engagement check was performed and was found to be conforming as there was proper threading between barrel and plunger, proper movement of the plunger within the barrel and knob spins freely. Finally, a dimensional inspection for plunger position height was performed and was found nonconforming since when advancing the plunger to the first line, the plunger was touching the ramp prior to reaching the first line. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was functionally conforming for thread engagement and the exact root cause of the bent plunger could not be determined. The evaluation confirmed the injector plunger has a bent plunger. The root cause for the nonconforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. The injector was manufactured in april 2022. The manufacturer internal reference number is: (B)(4).